Event description:
It was reported to philips that intermittently the system live monitor had a black screen.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was completed after customer as re-plugged the power cable of live monitor. A field service engineer (fse) visited the site and conducted a visual inspection, identified that the live monitor had an intermittent black screen and was defective. The defective monitor was replaced. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome. The codes have been updated based on the investigation's outcome.